Manufacturer narrative:
(B)(6).

Event description:
A hemodialysis user facility from canada has reported the following incident: negative arterial pressure alarms using the twister lines. Line had bent over the arterial drip chamber - kinking due to the weight the twister component 40 minutes into treatment. An update was received on (B)(6) 2011, and the following information was provided: the incident occurred during treatment; therefore, there was patient involvement but there was no injury to the patient and no medical intervention was required. Originally thought that the problem was due to an access issue but after playing around with his access realized that it was not his access but rather a kink on the arterial line. Nurse taped the line to prop it up to avoid the kink. They have used the lines since this incident, with no further issue identified. Could be an isolated incident. Facility is monitoring, but no other reports of kinks have occurred at facility. No sample is available.